Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis. The patient was treated with fortaz (1 gram, once, route not reported) and vancomycin (1 gram, frequency and route unknown) for peritonitis. Treatment with vancomycin was ongoing. The cause of peritonitis was reported to be constipation. At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd895029 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).